Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "spillage or leakage of blood from a hole in the needle barrel wall reported." No further information provided at this time.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged cannula / leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the issue of damaged cannula / leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged cannula / leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip the following information was provided by the initial reporter. The customer stated: "spillage or leakage of blood from a hole in the needle barrel wall reported." No further information provided at this time.